Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-00864. It was reported that patient experienced new pain and wanted bilateral coverage. Imaging studies revealed that one of the leads had fractured. As a result, surgical intervention was undertaken on (B)(6) 2021, wherein a new lead was implanted to provide bilateral coverage. It¿s unknown which lead had fractured, and both are being reported.